Event description:
This is filed to report the clip opening after deployment, medical intervention, and a clinically significant delay. It was reported a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. An xtw mitraclip (lot- 30323r1022) was implanted but relaxed open from closed to approximately 25 degrees after detachment from the delivery system (clip opened while locked (cowl)). An additional clip (20825r1082) was attempted to be implanted but caused the mr to rise to grade 4. The clip was removed and not implanted. This caused a clinically significant delay due to patient time under anesthesia and required intubation after the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked), associated with the clip opening to approximately 25 degrees after deployment, could not be determined. The reported unchanged mr was due to procedural circumstances as the additional clip attempted caused the mr to return to pre-procedural state. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported delay to treatment/ therapy and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Cine review: this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated the following: two (2) fluoroscopic still images of the reported device were provided. In both images, a single fully deployed clip and sgc can be visualized indicating the images were taken post deployment of the clip, after the cds was removed. Both images present similarly with only a slight change in the fluoroscopic angle. The clip arm angle appears to be ~20° - 25°; this is an estimation based on visual assessment with the naked eye and is not confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the images provided.